Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. The guide also instructs the user not to attempt to reuse any disposable supplies and states that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain. During troubleshooting, the home patient (hp) explained that they had disconnected to go to the bathroom, but it was determined that they did not follow proper disconnect procedures. The device alarmed, and the hp then reconnected to the setup using proper aseptic technique. The technical service representative (tsr) explained the meaning of the alarm. The tsr reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.